Manufacturer narrative:
Supplemental report submitted to include information image evaluation completion: the provided imaging, in conjunction with the voice of customer suggests the root cause of the under- expansion of the sapien 3 valve was due to heavy calcification of the raphe and leaflets. This in turn, resulting in the elevation of the transvalvular gradients. The possible increase in gradient post procedure could be explained in part due to known affect of general anesthesia (cardio depressant) resulting in lower valve gradients when measured during the tavr. Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (valve under expansion) and patient factors (heavy calcification of native valve) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : discarded.

Event description:
Edwards received notification from our affiliate in china. As reported, this was an implant case of a 26mm sapien 3 valve in the aortic position. The patient had a medical history of severe aortic stenosis, aortic dilation, type 1 bicuspid valve, and severe calcified raphe. After deploying the valve in the aortic position, the echo showed 2.0m/s vmax, 16mmhg of peak gradient, and trace to mild pvl. The sapien 3 frame had a little waist in the middle of the stent due to the calcified raphe (under expansion). Three (3) days post-procedure, the vmax increased to 3.3m/s. Lv diameter trend to enlarge. Therefore, since the vmax was too high and the valve was under expanded, it was decided to explant the sapien 3 valve and implant a non-edwards surgical valve. The procedure was successful and the result was acceptable. The patient recovered. As per medical opinion, the root cause of the valve under expansion was a heavy calcification in the raphe and leaflets.